Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while under observation during an unrelated procedure, the patient experienced several vt events and therapy was not delivered. The device began to double count and the event was diagnosed by the device as non sustained lead noise. Device was reprogrammed and remains implanted. The patient will be monitored.